Manufacturer narrative:
(B)(4) (won't open). The complainant was unable to provide the suspect device lot #; therefore, the lot exp and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an endoscopic retrograde cholangiopancreatography procedure was performed on (B)(6) 2009. According to the complainant, the procedure went well. The pt came back the next day with a bleeding papillotomy. A resolution clip device was used, but it could not be opened or deployed. It was pulled back out and the procedure was completed using another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.